Event description:
A customer reported that their device was experiencing issues with quickly depleting batteries and unreliable motors, and also mentioned that the cgm was repeatedly detaching. The customer compared the device unfavorably to a competitor's product. There was no reported impact to the customer¿s blood glucose level. It was noted that cts would follow up with the customer to address these issues.